Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that hardware was replaced. The system then passed the system checkout and was found to be fully functional. H3: analysis found on system control- analysis determined there was no failure found. B01, c19, d14 applicable codes. Update sn/lot# to (B)(6).medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735820, serial/lot #: unknown, a manufacturer representative went to the site to test the equipment. It was reported that the dog bone on the microscope was re moved and put back on. No hardware parts were replaced at the time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the tracker would not track when the manufacturer representative was on site to recalibrate a microscope. The connection in port b was reseated and they also tried port a without success. It was noted that the system control unit (scu) was listed as ¿connected¿ in the self-test tool, but when checking in the toolbox, the scu was not listed as online. The scu was then loaded in the toolbox but there was no change in behavior. It was also reported that the jig was not able to be seen in the software. It was confirmed that there was a physical connection from the scu to the computer by reseating the cable on both ends. The solid state drive (ssd) was loaded from the navigation system to a different one on site and the jig was able to be seen by that camera. Due to the location of the systems, the tracker was unable to be tested on the other system. It was noted that the probable cause of the issue was that the jig and tracker were unable to get power from the scu, and that there was likely an scu failure. No patient was present when the issue was identified.